Manufacturer narrative:
Brand name- spectrum turbo-ject double lumen minocycline/rifampin bedside power-injectable PICC. (B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that 65 days after implantation, the PICC line began leaking due to a split in the clear plastic just below the hub. The PICC was replaced with another device. No part of the original device remained in the patient, and there were no further injuries aside from the additional procedure.